Event description:
Patient received a skin burn during electrotherapy treatment. The skin burn severity was reported to be 2nd degree.

Manufacturer narrative:
Awaiting return and evaluation of the device.